Manufacturer narrative:
The unit was returned for investigation in a box along with (5) unopened, unused units. The reported failure could not be confirmed. The device history record for the affected unit was reviewed. There were no discrepancies relative to the reported failure mode. A review of the nonconformance history of the unit was conducted. No discrepancies were noted relative to the reported failure mode. All units were visually inspected. There were no signs of leakage in any of the units. The most probable root causes of the reported failure can be traced to any one of the following; water ingress; defective battery; incorrect assembly of batteries; conical springs assembled between the thin films of the negative pole of the battery. In sum, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the batteries on the unit leaked acid.